Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used to treat an arterial bleed. The clip was attached to the tissue but the clip could not be released from the deployment device. The clip could not be reopened. The clip was pulled off the clipping site, causing more trauma. See MDR 1037905-2013-00535. A second cook instinct endoscopic hemoclip was used. The clip was attached to the tissue site and did not release from the deployment device. The clip could not be reopened. The drive wire broke at the handle and at the distal end. The user cut the handle off the deployment device and removed the endoscope. The endoscope was put back in alongside the catheter and the clip was pulled off the tissue successfully. See MDR 1037905-2013-00536. A device made by another company was used to complete the procedure due to the clips being pulled off the site and to finish the originally planned procedure. A section of the device did not remain inside the pt's body. Other than the placement of additional clips, the pt did not require any additional procedures due to this occurrence. While the complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the pt was adversely impacted.

Manufacturer narrative:
Of the two (2) devices described, only one (1) device was made available for evaluation. Number 1037905-2013-00535: not available for evaluation. Number 1037905-2013-00536: returned on (B)(6) 2013. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.